Event description:
The patient claimed that she was hospitalized for hyperglycemia on four different events, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011. Prior to each hospitalization, the patient allegedly was having issues with multiple occlusion alarms. Despite her diligence to closely monitor her blood glucose and to change out the infusion set and infusion site when the occlusion occurred, the patient subsequently was hospitalized and treated for dka for each event. The patient is currently on insulin injection via syringe since (B)(6) 2011. Her blood glucose reportedly is very stable when she managed his diabetes via syringe. During troubleshooting, the patient indicated that she diligently changes the infusion site when her blood glucose is consistently running high. The cannula was never found bent. There are no issues with scar tissue. The infusion site is changed every 2-3 days. It is not clear what could have contributed to the patient's alleged hyperglycemia on the 4 occasions. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The animas product is being returned for investigation. This complaint is being reported because the patient claimed she received medical intervention for hyperglycemia on 4 occasions while she managed her diabetes with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 04/14/2015. Additional information/device evaluation: the pump was received, investigated, and dispositioned related to other complaints on (B)(6) 2011. The pump serial number was updated in this complaint file on (B)(6) 2011; therefore, the following findings are results of the original investigation: a review of the pump black box data revealed occlusion alarms associated with high forces. The total daily dose values added up to accurately reflect the programmed basal settings. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated occlusion alarms. The force sensor calibration measured within specifications. The flow accuracy test could not be completed due to the pump¿s disposition following the original investigation. Unrelated to the complaint, the battery compartment was observed to be cracked, and the display screen appeared dim and discolored with a white spot under the lens. The pump case was removed, and the display screen was found to have dislodged from the base assembly. The internal clock battery on the printed circuit board was also found to have failed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The original MDR was submitted against (B)(4). However, the reported hospitalizations for (B)(6) 2010 and (B)(6) 2010 occurred while the patient was using a pump with (B)(4). The reported hospitalizations for (B)(6) 2011 and (B)(6) 2011 occurred while the patient was using pump (B)(4). The pump with (B)(4) was returned on (B)(6) 2010 prior to the hospitalizations being reported for an unrelated time and date reset issue. The time and date reset was reported on (B)(6) 2010, and the pump was investigated on (B)(6) 2010. The pump was dispositioned per product analysis procedure and is no longer available for further investigation.